Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient's therapy had not been helping their bladder and bowel issues for some time. The patient had a rectocele surgery which corrected their bowel issues but then they thought their bowel dropped. The patient stated they had not even tried charging the ins in the past month because the therapy had not been helping them. The patient noticed yesterday that the recharger battery light was scrolling and unresponsive. The patient confirmed the dock was plugged in and the ac light was displayed. The patient attempted to reset the recharger during the call but it did not resolve the scrolling lights. A replacement wireless recharger was requested to be sent out. The patient's managing physician was updated.

Manufacturer narrative:
Continuation of d10: product ID: wr9220, serial#: (B)(6), product type: recharge. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6). H3: analysis of the wireless recharger (s/n: (B)(6)). Found no anomalies were visually observed. Patient complaint confirmed. Led¿s scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.